Event description:
A customer in france notified biomérieux of misidentification results when testing with vitek® 2 gn ID test kit (ref 21341). Vitek® 2 and api32e gave an identification of shigella. Escherichia coli was identified with api20e. The test ldc was positive; therefore, the cnr lab informed them that ldc positive excludes the genus shigella. There is no indication from the laboratory that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
An internal biomérieux investigation was performed. This investigation was initiated due to a discrepant identification of gram negative strain as shigella group on vitek® 2 v7.01 gn card. The reproducibility testing on vitek 2 gn cards from cba (cos bmx) subculture (two random lots tested, rl1 lot 2410391203 and rl2 lot 2410328203) gave an excellent identification to e. Coli 99% on rl1 and a very good identification to e. Coli 94% on rl2. The incriminated vitek 2 gn card lot (2410162103) is expired. According to the comparison of biochemical profiles obtained on vitek 2, the misidentification obtained by the customer to shigella group is probably due to the discriminant test bgal, which is negative (intended positive to e. Coli). An excellent identification to e. Coli was obtained on api® 50che and ID 32 e strips. The customer result was not reproduced in-house. It should be noted that, on cards giving an identification of shigella, an analysis message of, "confirm by serological tests" is given. The vitek 2 gn card performed as intended and no further action is required.